Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a focal lesion located in the mesenteric artery. The 3.5 x 20 rx non-abbott balloon was advanced on the balance middleweight (bmw) guide wire and the balloon was inflated to nominal pressure. When the balloon was being removed with force, the balloon would not come off the bmw guide wire. The guide wire unraveled but both devices were removed with resistance together and nothing was left behind in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed the core was separated at the proximal end of the hypotube.

Manufacturer narrative:
(B)(4). Part number was changed from 1001782 to 1001782s. The device was returned for analysis. The reported stretched coils was unable to be confirmed however there were noted multiple device damages. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.